Event description:
It is reported by pt's counsel that pt underwent right total knee arthroplasty in 2005. Post-op, pt experienced pain and was revised in 2008, wherein loosening of the tibial component was noted.

Manufacturer narrative:
Evaluation summary: as returned, the tibial component exhibited bone cement and deposits of bone tissue on the undersurface of the tibial component and around the keel. X-rays were not available for review. The cause of the tibial component loosening can not be definitively determined based on the available info. Evaluation: device history records indicate device manufactured to specification.